Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear activates prematurely. The following information was provided by the initial reporter: there are several concerns pertaining to the premature activation of the needle safety device (x100l plus catalog number 47451130.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: unconfirmed: no sample/evidence provided.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 3009081593-2025-00027 was sent in error. Bd ultrasafe passive¿ is pre-activated prior to use is not considered to be a reportable malfunction for this device. MFR#: 3009081593-2025-00027 is void as a result.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear activates prematurely. The following information was provided by the initial reporter: there are several concerns pertaining to the premature activation of the needle safety device x100l plus catalog number 47451130.